Manufacturer narrative:
The customer attempted to send the device for evaluation, but it was lost by the carrier in transport. Therefore the reported issue was unable to be verified, and no root cause was able to be established. The device has not been recovered.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle, instead the device would power off after its initial user test. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle, instead the device would power off after its initial user test. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.